Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, hemopro2 adaptor no longer worked; it was not activating correctly. They are careful connecting and disconnecting the cable. Also they have not inadvertently sterilized the adapter. A new adaptor was used to complete the procedure. There was a procedural delay for troubleshooting and while adapter was changed. There was no injury to patient as it was not specific to any patient. Photo provided by complainant shows 3 adaptor without visible issue. Related to tw (B)(4).

Manufacturer narrative:
Tw # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that 3 hemopro2 adaptors no longer work. They are careful connecting and disconnecting the cable. Also they have not inadvertently sterilized the adapters. There was no injury to patient as it was not specific to any patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/18/2024. A photograph was provided by the account. A photographic evaluation was conducted. There were three (03) adaptors observed in the photograph. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on either of the three (03) adaptors in the photograph. An investigation was conducted on 03/19/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact adaptor. An electrical evaluation was conducted. The adapter was connected to a reference power supply vh-3010 and reference extension cable with no visual or physical difficulties. A pre-cautery test was performed per the instruction for use with a reference hemopro 2 and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it did produce steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, extension cable, hemopro 2 and returned adapter cable; the reference device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. Based upon the evaluation results, the reported failure mode ¿failure to deliver energy¿ was not confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a